Event description:
It was reported by the clinician that the catheter was being placed in a male pt in the intensive care unit. The spring wire guide (swg) was threaded unsuccessfully in the pt's left femoral artery and the swg uncoiled. As a result, it was removed and a second kit was opened and used. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.